Manufacturer narrative:
Device evaluated by MFR: analysis revealed that the hex head attachment screw had been broken off. Otherwise with markers attached and fully seated the returned fighter displayed a good geometry error with normal tracking. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the orange tracker screw was sheered at the hex wrench. This was found before a case, no patient present.